Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. While attempting to place the 2.50x16 mm taxus express2 drug eluting stent, the wire went through the stent strut of a stent placed 2 years prior. The new stent got caught in the old stent. When the physician pulled the balloon out, the stent remained, undeployed, in the pt. The physician used a snare to remove the undeployed stent. The procedure was completed with another taxus stent. No additional pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.